Event description:
A catheter issue was reported. The patient complained of not getting adequate relief. It was noted the drug was delivered appropriately without adequate pain relief. The symptoms the patient experienced were noted as pain and seroma. Actions required as a result of the event was replacement of the catheter. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver dilaudid, marcaine, and clonidine. Additional information later reported, it was not known what troubleshooting the hcp performed. The issue was not determined and the hcp decided to change the catheter as a last option according to the hcp. The hcp stated the seroma was located at the pump pocket area. The hcp did not know the cause of the seroma. Per the reporter it was not known how the patient was doing or if they were able to receive effective therapy. Additional information later reported diagnostics/troubleshooting included cath access and radionucleotide dye injection results unclear. Per the hcp the cause was not determined. The location of the seroma was noted to be over the pump and no cause determined. The patient had pump pocket revision performed and the original catheter was removed and a new catheter placed. Per the hcp the patient was doing great now and receiving effective therapy.

Manufacturer narrative:
Product ID: 8709, lot# j11339r25, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed no significant anomaly, catheter body deformed in shape and/or abrasion, did not affect infusion.